Manufacturer narrative:
Correction: b4: initial report submission was attempted on 8 nov 2024, with first and second acknowledgement received. Resubmission request was received on 28 nov 2024.

Event description:
It was reported that a patient presented with an unspecified issue noted on the right ventricular lead, which was addressed by surgical repair on (B)(6) 2012. No adverse patient consequences were reported.